Event description:
The caller reported that the cartridge was not fitting properly on the pump. Despite the issue, there was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to inspect and clean the pneumatic tap area, remove an obstructing o-ring, and attempt to reload the cartridge, but the old cartridge broke and a part was stuck in the pump. Ultimately, the caller was able to resume insulin therapy successfully.